Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life other than ¿low battery¿ warnings due to normal battery wear. The pump was primed and exercised with no errors, alarms, or warnings occurring. The pump¿s current draws were found to be within the required specifications. There were no intermittent conditions found to the power circuit or to the cgm board. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.